Manufacturer narrative:
The meter and test strips were requested for investigation. The meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.1 - 3.3 inr): qc 1: 2.8 inr qc 2: 2.8 inr qc 3: 2.9 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant high inr result for 1 patient tested with coaguchek xs meter serial number (B)(4) compared to the dade innovin laboratory method. The result from the meter at 10:51 a.m. Was 2.5 inr. The result from the laboratory at the same time was 1.81 inr. The patient¿s therapeutic range is 2 ¿ 3 inr.